Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported system is inop. It is unknown if there was patient involvement or harm. Attempts have been made to obtain the patient information with no response. Should any additional information be received, a follow up report will be sent.